Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they witnessed multiple suspected false positive results within a single run while running the respiratory viral panel assay. Upon repeat testing, these samples gave negative results. The associated customer run file and instrument logs were provided to bd service specialists for further analysis. Bd service observed a required normalization correction as there was evidence of a drift in the reader normalization values. A bd field service engineer (fse) was dispatched to the customer site where they performed re-normalization of the reader on side b. An instrument qualification run was performed and passed. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6) , and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false positives. The following information was provided by the initial reporter: problem: 441916 - instrument max clinical - mx0057. Multiple positive results with the bd max respiratory viral panel assay were observed in the 5755 run on the mx0057 instrument. All samples (11 different patients) on rack b were positive for 3 targets, with very high CT (threshold cycle) values. When these samples were repeated in another series, they were negative. In this run, there does not appear to have been a problem with the samples on rack a. The curves on channel 680/715 for rack b are atypical and do not look like amplification curves. Maybe there was a problem with the instrument. The results of the 5755 series are attached.

Manufacturer narrative:
PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false positives. The following information was provided by the initial reporter: problem; 441916 - instrument max clinical - mx0057. Multiple positive results with the bd max respiratory viral panel assay were observed in the 5755 run on the mx0057 instrument. All samples (11 different patients) on rack b were positive for 3 targets, with very high CT (threshold cycle) values. When these samples were repeated in another series, they were negative. In this run, there does not appear to have been a problem with the samples on rack a. The curves on channel 680/715 for rack b are atypical and do not look like amplification curves. Maybe there was a problem with the instrument. The results of the 5755 series are attached.